Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event associated with surgery or stimulation.

Event description:
Reporter indicated that patient was admitted to the emergency room for "passing out" approximately one week post surgery. Additional information received indicated that patient also developed dyspnea, dysphagia, voice alteration and vocal cord paralysis. Left vocal paralysis was diagnosed by ent while patient was admitted to emergency room. Patient's device was programmed off after emergency room visit.